Event description:
Product: animas comfort 17mm, 43inch insulin infusion set for insulin pump therapy. Lot 5067125, expiration 07-2019. Consumer opened the package and noticed there was no "protective sleeve" over the cannula. The product normally has a light blue colored piece of plastic which covers the cannula when packaged. This cover piece was not present when the product was opened. Consumer could not verify product had not been tampered with or had gone through all quality control processes by MFR. Consumer called animas (the distributor of the product, as marked on the packaging) to inform them of the problem and request a replacement. Animas took notes of the problem, but was unable to replace the product, since they did not have any single unit packaging available in that size (17 mm cannula, 43 inch tubing). Consumer is unable to use the infusion set as distributed by animas and is not able to secure a replacement through any other means, since animas is the distributor of the product.